Event description:
The customer tested his blood glucose using 2 contour meters and received readings of "hi" and 126 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not provide any add'l info before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It is not possible to determine the MFR date or 510k number without the meter info.